Manufacturer narrative:
Tech found the power cord plug ground pin was loose. The tech replaced the power cord plug to resolve the issue.

Event description:
Tech alleged that the ground was out of range on the power cord. No pt impact.